Event description:
It was reported that during a laparoscopic cholecystectomy clips would not close completely when deployed and would fall off of the vessel that was clipped and not hold. Another clip applier was used to complete the case. There was no pt injury.

Manufacturer narrative:
Final device investigation: the device was returned together with three fired clips that did not have proper pinch and had gaps between the clips. The device was in good visual condition with nine remaining clips. All nine clips were fired and were deployed properly with proper pinch and alignment. The device history record was reviewed and no anomalies were noted. As each device is test fired during the production process, no conclusion could be reached as to what might have caused the reported event.